Event description:
Noise was observed on the ventricular lead that caused intermittent inappropriate sensing of vf, which lead to aborted hv therapy. The noise was not reproducible in clinic the lead was capped.

Manufacturer narrative:
No medwatch form was received.